Event description:
It was reported that the patient's right atrial (ra) lead had dislodged. The lead was explanted and replaced. During the replacement implant the new right atrial (ra) lead had a bent screw after several deployments. The ra lead was replaced with a new lead. The next ra lead's screw broke after multiple deployments. The ra lead was replaced with new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).